Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys vitamin d ii assay (vit d ii) results for 2 patient samples tested on a cobas e 411 immunoassay analyzer. Patient 1 initial vit d ii result was >250 nmol/l. On (B)(6) 2018 the vit d ii result obtained was 61.06 nmol/l. Patient 2 initial vit d ii result was >250 nmol/l. On (B)(6) 2018 the vit d ii result obtained was 53.44 nmol/l. Patient 2 is a (B)(6) female with a date of birth of (B)(6) 1939. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. Calibration and qc results prior to the event were acceptable. The pinch valve tubing has been replaced. Calibration and qc testing were performed with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Correction/remmoval report no was updated. The customer complained of another occurrence of a similar issue with vitamin d ii results. The erroneous results were not released outside of the laboratory as the results were held for validation. There was no allegation of an adverse event. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
The customer was running serum samples. After further investigation it was determined that serum samples are not affected by the recall.